Event description:
Software error - incorrect display of the grid address of the brachytherapy template when using bi-plane trans-rectal probe c41l47rp with the arietta 60 & 70 diagnostic ultrasound system. The grid address (a through m) is inverted horizontally, due to a software error. The phenomenon occurs when connecting probe model# c41647rp and brachytherapy is activated. Risk assessment of health hazard: during therapeutic planning, there is potential of insertion of radiation seeds in an incorrect location within body. Solution: update the software with service pack sp-ar-60-s123-USA and sp-ar-70-s123-USA. These two service packs will update software and correct the issue. Investigation: review of all affected serial numbers sold within the us for service and complaint did not identify any customer complaint or issue at this time. Review of all sales identified one customer with the arietta 70 system and c41l47rp probe combination. Notification was immediately sent and investigation indicated that no patient was affected by issue. To date, the feature combination has not been utilized.